Event description:
Per clinical trial (B)(6): on (B)(6) 2018, patient underwent left breast mastopexy; central mound, using a circumferential/concentric incision. 1 piece of galaflex was cut into a donut shape. Concomitant procedure was bilateral breast fat grafting. On (B)(6) 2018, left breast infection was reported. Patient treated with medication (bactroban, clindamycin) and resolved without sequelae on (B)(6) 2018. Review by medical affairs identifies the reported infection as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of left breast infection. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection is a known inherent risk of the surgery and included as a possible complication in the adverse reactions section of the instructions-for-use (IFU), supplied with the device. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.